Event description:
It was reported that during an initial procedure, the impactor tip fractured while impacting the glenosphere. The correct surgical technique was used. A different impactor was used successfully to complete the procedure without delay. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The reported event is confirmed via the provided photograph. Visual examination of the provided photograph identified that the impactor tip is fractured. Due to the view of the device in the photograph, further analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.